Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
The patient presented in the hospital with syncope. Due to intermittent undersensing, the device did not deliver appropriate high voltage therapy during an episode of ventricular tachycardia, and the patient had to be cardioverted externally. Technical support was contacted and recommended reprogramming to resolve the intermittent undersensing, which was performed, and the patient was stable.